Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies related to the event during manufacturing. Images were provided and reviewed: image 1: there is disruption of the medial wall of the acetabulum with displacement of the loose acetabular cup medially and medial displacement of the proximal femur. The components are dislocated. There is suspected osteolysis of the acetabulum. Image 2: there has been interval revision with placement of a flanged acetabular implant with screw fixation. Alignment appears anatomic. Image 3: the acetabular implant is loosened and displaced medially as is the proximal femur. The components are dislocated. The medial wall of the acetabulum is disrupted. The patient is osteopenic. There is suspected underlying osteolysis. While implant loosening and displacement/dislocation occurred twice as described, there is no evidence of intrinsic device failure. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated product and mdrs: 00700005020 trabecular metal acetabular revision shell lot# 64125372. MDR: 3005751028-2021-00002.

Event description:
It was reported the revision surgery was performed. Tmars system (cup and column implant) was removed. The patient is waiting for triflange cup.